Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.